Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the device locked down on the tissue. It was fired once and it was very difficult to open the jaws. No further info was available. There was no consequence to the pt.